Event description:
It was reported the epg (external pulse generator) will not turn on. The batteries were changed, with the same results. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board was corroded. It was also noted that the upper case, both bail covers, ring cover, and lead flex cover were broken, the battery flex, liquid crystal display (lcd), and both printed circuit board (pcb) screws were corroded, and the ring was missing.